Event description:
The customer called to report a full segment display and a blank display when attempting to program a bolus. Troubleshooting was performed, but the problem continued. The reported blood glucose reading was 195 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a full segment display and a blank display due to a broken solder joint pin of the keypad flex connector contact. No partial display was noted.